Manufacturer narrative:
An event regarding dislocation of the knee involving a tibial rotating component was reported. The event was confirmed through x-ray review by an clinician. Method & results: device evaluation and results: could not be performed as the device was not returned. Medical records received and evaluation: the medical review concluded that the root cause of failure is a traumatic fall of the patient 3-years post previous revision which caused an acute overload condition on the implanted devices resulting in dislocation of the implanted gmrs devices requiring revision. This pi case is not procedure-related or device-related. Device history review: could not be completed as lot details were not provided. Complaint history review: could not be completed as lot details were not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: in 2017, patient came to a fall and dislocated her knee requiring revision. Surgeon replaced bearing components and repaired patient soft tissues. X-rays confirm implantation of gmrs/mrs components in the left knee with disassociation of components between rotating hinge pin and probably poly sleeve, the poly itself is not visible and could be located either around the pin or still retained within the tibial component. No potential soft tissue shadow is visible around the rotating hinge pin, so it is probably retained within the baseplate. Femoral and tibial components are well fixed to the bone with cerclage wires present around the distal femoral bone stump as well as around the tibial tuberosity for attachment of the patellar tendon to the tibia. No implants were returned for investigation as per hospital policy while no other clinical information was provided. In the current case, we may safely exclude procedure-related mechanisms to contribute to the dislocation. Quality of arthroplasty appears adequate although the dislocation x-ray is difficult to evaluate for component position due to its undefined projection angle. At least the implants appeared stable prior to the dislocation on both tibial and femoral side. The fall as such is a typically patient-related event that is beyond control of anyone including the patient. No further investigation for this event is possible at this time. Should further information such as lot numbers of the devices become available, the investigation will be reopened.

Event description:
Patient fell and dislocated left gmrh knee. Dr. Brought the patient to the operating room for revision surgery and replaced bearing components and repaired patient soft tissues.

Manufacturer narrative:
The following devices were also listed in this report: mrh axle; cat# 6481-2-120. Mrh hdp assembly pack; cat# 6481-2-150; lot# lde485. Mrhk tib ins 13 mm xs/s s1/s2; cat# 6481-3-213. Mrs 11 mm x 203 mm femoral stem; cat# 6485-3-311; lot# 101891a. Gmrs dist fem comp std l 65 mm; cat# 6495-2-030; lot# edrhn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell and dislocated left gmrh knee. Dr. Brought the patient to the operating room (or) for revision surgery and replaced bearing components and repaired patient soft tissues.